Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-28670. It was reported that the right ventricular and right atrial leads exhibited loss of capture. Dislodgement was confirmed with an x-ray. Temporary programming changes were made. The leads were then explanted and replaced. The patient was in stable condition.